Event description:
The jetstream g2 device was used to treat a long moderately calcified lesion in the sfa. After several passes in both the minimum and maximum diameter mode a dissection was observed. It was successfully treated with a balloon and the patient was fine.

Manufacturer narrative:
The jetstream g2 catheter was discarded after the procedure and, therefore, no returned to pathway medical technologies for evaluation.